Event description:
Plaintigg alleges that as a result of being required to wear latex gloves, she has developed severe allergic reaction to latex and has been required to seek medical attention as a result of her continued sensitization to latex products. Plaintiff further alleges that she suffers from chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue as well as despair and loss of enjoyment of life. Plaintiff's husband, alleges loss of consortium of his wife.